Event description:
Patient additionally reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture, deformation and seroma requested on (B)(6) 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ deformation : observed. ¿ seroma : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported increasing deformation of implant and swelling of the breast, diagnosis of capsular contracture baker grade lv and seroma-late. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. ¿ seroma: unable to observe as it is not related to the device. As per the investigation procedures observed opening assessed as surgical damage, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side increasing deformation and swelling of the breast, device rupture, capsular contracture, baker grade iii/lv and seroma. The device has been explanted and replaced.

Event description:
Patient reported right side increasing deformation of implant and swelling of the breast, diagnosis of capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; h6.

Event description:
Patient reported right side increasing deformation and swelling of the breast, device rupture, capsular contracture, baker grade iii/lv and seroma. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08apr2024.

Event description:
Patient reported right side increasing deformation and swelling of the breast, device rupture, capsular contracture, baker grade iii/lv and seroma. The device has been explanted and replaced.